Event description:
It was reported from a cord blood processing facility that a unit of cord blood was transferred into the device, a transfer/freezer bag set and processed successfully until the stage when the addition of cyropreservative was to take place. Upon initiating the addition of cyropreservative, the technician noted that the freezing media was leaking from the tubing line that goes to the 200 ml bag component of the device. The leak appeared at the point in the line where the luer lock is located. The technician transferred the cord blood into another transfer set. The cord blood product was then further processed without incident.

Manufacturer narrative:
The returned device was evaluated by the firm's engineering department. Visual examination of the joint between the tubing leading to the 200 ml transfer bag and the port on the 200 ml bag revealed inadequate solvent bonding. When the joint was tested with a saline solution, the joint leaked, confirming the user's report.summary:report confirmedproximate cause: manufacturing errorshort term CAPA: operator retrainingroot cause: to be determinedunless substantially significant information becomes available, this constitutes a final report.